Event description:
It was reported that the user experienced difficulty pairing a newly applied dexcom g7 sensor to the ilet, resulting in absence of cgm readings on the pump and elevated blood glucose levels measured by fingerstick, with a reported value as high as 486 mg/dl. Outcomes included temporary interruption of automated insulin dosing while the sensor was not paired, with blood glucose beginning to trend down once readings resumed; no hospitalization or emergency medical intervention was reported. Investigation included multiple troubleshooting interactions, during which the user was guided to toggle cgm settings, re-enter pairing codes, manually enter bg values, and verify pairing codes displayed in the dexcom app. Investigation of this case revealed that the incorrect pairing code had initially been entered into the ilet, preventing successful sensor connection. After the correct pairing code was entered, cgm readings successfully displayed on the ilet and glucose levels began to decrease. No malfunction of the ilet device was identified, and the event was attributable to user cgm pairing configuration rather than a device failure.